Event description:
It was reported that a trained physician attempted an arteriotomy closure of the femoral artery using a starclose device after an intervention procedure. The physician had to apply force during removal of the device from the artery and bleeding continued. Hemostasis was achieved with manual compression. There was no patient injury. No additional information available.

Manufacturer narrative:
The device was returned, however, the lot number was provided. Review of the device history record did not produce any findings relevant to this report.